Event description:
In 2005, the pt's dr contacted lifescan (lfs) alleging that results obtained on the pt's one touch ultra meter were inaccurately low. The medical affairs specialist (mas) sent follow-up questions to lfs and received answers the next day. The dr said the reported meter showed results in the 137-170 mg/dl range during the week prior to the pt requiring hospitalization for hyperglycemia and ketoacidosis. An elevated hba1c test result of 13 was obtained when the pt was admitted to the hosp ER. The blood glucose result obtained in the ER was not provided. A result of 359 mg/dl was obtained on the reported meter during admittance to the hosp. The dr questioned whether it was possible that the pt had falsified their values in the meter. The lfs rep advised the dr that it is possible control solution tests could have been conducted and saved in the meter memory, rather than blood glucose results. The meter was brought to lfs. The lfs rep discovered that the code on the meter did not match the test strip code, which can contribute to inaccurate results. The lfs rep performed a control solution on the meter; the result was within the control solution range. The meter was replaced.